Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump did not deliver insulin as intended. Customer¿s blood glucose was 400 mg/dl. Customer declined troubleshooting with tandem technical support. Reportedly, customer continued to use the pump for insulin therapy.